Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported display issue has been completed. Console logs do not have any entries on the reported day of event, but later there was a controller error due to kbd communication loss, which might have resulted in kbd being unresponsive even after a power-cycle (although the alarm did not re-occur). Visual inspection of the console performed in danvers revealed some irregularities, most notably: missing tamper evident seal from the top of console. Degraded/discolored ribbon cable between kbd and 4-in-1, which would be responsible for glass kbd to become occasionally unresponsive. The ribbon cable between impellatronic and 4-in-1 was found to be severely kinked and likely to affect impellatronic operation in the future. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a frozen screen, which was not resolved by restarting the console. There was no patient involvement.